Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The customer experienced nausea, excessive thirst and excessive urination. The blood glucose reading at the time of the event was 770 mg/dl. Physician stated that customer had a bladder infection. Hospital treated the high blood glucose with insulin drip. Customer was given medication for the bladder infection. Nothing further reported.